Event description:
As reported by our (B)(4) affiliate, block post deployment of the 23mm sapien xt valve, the patient developed a high degree av block, requiring a permanent pacemaker (ppm). Prior to the procedure it was planned to implant the valve towards the aortic side, because the patient¿s myocardium was slightly hypertrophic. Threepost deployment the position was satisfactory; the valve was implanted in a 70:30 aortic/ventricular position as intended. Post implantation of the xt valve, the patient developed mobitz ii and 3rd degree av block, which were treated with backup pacing at a rate of 80 bpm. After turning the pacing off the high degree av blocks were still observed. A pacing lead was inserted via the left internal jugular vein and the patient was transferred to the ICU with the backup pacing at a rate of 80 ppm. On post operation day (pod) 3, the patient was observed to have a 3rd degree av block after removing the pacing lead from the patient. The patient did not notice any symptoms and she was hemodynamically stable. However, a permanent pacemaker (ddd) was implanted. On pod11, the patient was discharged in stable condition.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the reported high degree av blocks experienced by the patient post valve deployment cannot be confirmed; however, it is possible that this patient¿s co-morbidities (i.e. History of rbbb) in combination with procedural factors may have caused or contributed to the event. There is no suggestion of valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.